Manufacturer narrative:
Batch review performed on 17 august 2018. Lot 176989: (B)(4) items manufactured and released on 14 february 2018 expiration date: 2023-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer reference 01.29.206 (k112115) biolox delta ceramic ball head 12/14 ø 32 size l +4: lot 174709: (B)(4) items manufactured and released on 11 october 2017. Expiration date: 2022-10-03 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Quadra-h reference 01.12.034 (k082792) cementless, ha coated lat stem size 4: lot 151877: (B)(4) items manufactured and released on 11 september 2015. Expiration date: 2020-08-24 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner: cc e cc light reference 01.26.3248hcat (k103352) hooded pe hc fixed liner ø 32 / f : lot 170960: (B)(4) items manufactured and released on expiration date:2022-05-04 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reference 01.26.65.25 (k103352) cancellous bone screw, flat head ø 6,5 l 25: lot 176929:(B)(4) items manufactured and released on 23 november 2017. Expiration date: 2022-10-23 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Lot 179026: (B)(4) items manufactured and released on 31 january 2018. Expiration date:2023-01-15 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to infection 2 months after primary surgery. Pathogen not available.